Manufacturer narrative:
It was reported that a revision surgery was performed due to joint instability. A 9mm insert was removed as it needed to be changed to a thicker size to stabilize the knee. The affected legion ps high flexion insert, used in treatment, was returned and evaluated. A lab analysis conducted during this investigation noted that the insert shows some wear on the articulating surface. Damage is observed on the locking detail. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Possible causes could include but are not limited to alignment, joint laxity or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to joint instability. A 9mm ps hi flex insert was removed as it needed to be changed to a thicker size to stabilized the knee. The insert was replaced with an 11mm constrained insert.